Event description:
Sn: (B)(6), ref: 39485, lot: 1655462, fcc ID: 2achl-air11m1, ic ID: 9103a-air11m1. The data on the machine itself does not match the time I am using the machine for, and therefore, periods of time where the machine is blowing air are completely unaccounted for resmed airsense 11 problem. Serious adverse events which may be attributed to the machine malfunction have occurred. Or example: cognitive problems. Feeling like I am dying. Emergency room. Doctor appointments. Driving issues. Past events related to medical devices worth noting: I think my last CPAP device malfunctioned as well. I do not have the device. I am unable to locate it. I have seen an IV pump (my dad's). Flood instead of drip. I think this was in (B)(6) of 2014. I reported it to the fbi cybercrime. I received no response despite records on multiple occasions. Other cybercrime and fraud. Patterns of it. The previous CPAP I was using was a respironics device, but I am unable to locate it. This device looks as if it is being hacked, especially since I had issues with the last CPAP as well.